Manufacturer narrative:
The logs for the imaging system were reviewed by medtronic personnel. The logs showed that the navigation system was unable to register the exam within the allotted time frame. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was reported that the interface (umbilical) cable was replaced as a precautionary measure. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system displayed that 3d image acquisition functionality was disabled. Opening and closing the gantry door of the imaging system along with manual manipulation of the interface (umbilical) cable restored functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.